Event description:
Allegedly, patient was revised due to unknown components not revised: cotyle "anca fit?" Sans trous a/revet. Hap 56 ppr67356, lot t02119378. Insert ceram "anca fit?" 28/44 56-58/28 al2.o3 biolox forte ppr67512, lot s11117461.